Manufacturer narrative:
The insulin pump passed displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer was advised to disconnect and reconnect the tubing and reservoir and manually push plunger and verify insulin exits the tubing; customer stated the insulin did exit. Customer was advised to rewind the insulin pump, reinsert reservoir and run manual prime to at least 5.0 units; customer stated the insulin pump alarmed no delivery. Blood glucose value is 170 mg/dl. Nothing further reported.